Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient reported she has not recharged her ipg in several years, hence it is inoperable and she wishes to resume using her scs system. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2020. Wherein the ipg was explanted and replaced. Reportedly, the issue resolved.